Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft rupture occurred and the stent dislodged. A 2.25 x 12mm synergy ii drug-eluting stent was advanced for treatment; however, the stent delivery system ruptured and since the stent was partially inflated, it embolized into the patient's right iliac artery. The physician successfully used a snare device to retrieve it and stopped the procedure. No further patient complications were reported and the patient's status was fine.